Event description:
During an atrial fibrillation ablation procedure in the left side, air was aspirated through the sideport (bubble visible) when the syringe was attached. The syringe was removed and the sheath was exchanged over a guidewire. A visible fracture was noted on the sideport. No patient consequences were reported.

Manufacturer narrative:
One 8.5f braided swartz introducer and dilator were received for evaluation. Review of the device history record confirmed the lot met manufacturing requirements prior to shipment. In conclusion, visual inspection revealed a separation of the hub occurred proximal of the suture loop. A crack was visible in the distal portion of the hub and several smaller cracks were observed around the distal portion of the hub and several smaller cracks were observed around the distal base of the hub. A review of the database revealed no similar incidents pertaining ot the lot number reported in the two events. Should additional information become available in the future, st. Jude medical will submit a follow-up medwatch report.